Event description:
It was reported that during implantation, the supra-meatal approach had been chosen. Due to multiple inflammations in the patient's outer ear canal, the active electrode extruded and was located visible in the outer ear canal. Two revision surgeries were carried out to place the electrode back. In the meantime one short circuit was detected. It was decided to re-implant the patient to exclude further short-circuits in the future. During re-implantation, the posterior approach will be taken. The patient was re-implanted in 2008.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.